Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. The smiths label was intact. There was evidence of the reported failure in the event logs. A functional check was performed, and the customer?s reported failure was not duplicated. The root cause of the reported failure cannot be established. The issue is suspected to be problems with parts on the cassette side that come into contact with the pump sensor but that could not be proven. As a preventative, the downstream sensor will be replaced, and the upstream sensor will be re-calibrated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during prior to use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable, pump won't run" alarm. The patient switched to a different pump and cassette. No patient injury reported.